Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) during the left ventricular automatic threshold (lvat) test. Boston scientific technical services (ts) was consulted and discussed reprogramming options. No adverse patient effects were reported. At this time, this device remains in service.